Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Gauges in retractor from saw. Case type: no associated procedure.

Event description:
Gauges in retractor from saw. Case type: no associated procedure.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the smiley retractor had gauges. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate 150 devices were manufactured under lot no 37831 and accepted into final stock on 12/21/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210192, lot number 37831 shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Product was unavailable for inspection as the product was not returned.